Event description:
The pt underwent aortic valve replacement about 14 years ago (in another state) and did well until recently when he suffered an embolus to the arm. The embolus was surgically removed. The pt had "gone astray" from his anticoagulation regimen, and prothrombin testing showed no evidence of anticoagulation. The physician also suspected thrombosis restricting movement of the prosthesis. The surgeon reoperated and removed the clot and left the valve prosthesis in place because "the valve looked good." The pt is expected to make a full recovery.